Event description:
Pt had onset of chest pain at 2030 hrs on 4/19/2000. Persisted, unresolved; called ambulance at 0300 on 4/20/2000. They found pt in wide complex tachycardia at a rate of 170. To ER. Unresponsive to lidocaine/shock/other anti-arrhythmics. Determined to be pacemaker mediated ("runaway pacemaker"). Pacemaker unresponsive to telemetric command to turn off. Could temporarily program rate down. At 1100 on 4/20/2000, pt had cardiac arrest (v. Fib) after recurrent pacemaker treated tachycardia. Was able to finally disable permanent pacemaker by "x'ing" output, once temporary transvenous pacer placed. Sustained tachycardia for hours resulted in myocardial infarction; subsequent cardiac arrest. Device disabled. Then removed & replaced.